Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 755984.

Event description:
It was reported that the patient felt a burning sensation at the paddle lead site. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.